Event description:
Report rec'd of an adverse event while the device was in use resulting in death. The pump was programmed between 3pm and 5pm to deliver an unspecified concentration of morphine. The pump settings were not specified. The pt was transferred to the nursing floor at approximately 5pm. The pt had received morphine several times in the recovery room and was connected to the pca pump in their room. At an unspecified time, the pt was reportedly administered an additional unspecified pain medication for continued pain. Within minutes, the pt lost consciousness and began making a deep snoring sound. Two respiratory therapists came into the pt's room at different times to do breathing treatments, but decided to return later because of the pt's heavy sleeping. A few minutes later, the pt's family member and friend noticed that the pt's lips were bluish. About the same time, the nurse entered the room and called for help. An unspecified "reverse drug" was administered without success. 2 days later the pt was removed from ventilator support and died. The customer was contacted and declined to provide any additional info.

Event description:
Add'l info was received from the customer's atty. The nurse testified at her deposition that the abbott pump in no way contributed to the pt's death and that there was no incident or error report filed in connection with the operation of the pump. The customer had a toxicologist review the medical records and reported that the level of morphine found in the pt's blood was not toxic. No autopsy was performed on the pt.